Event description:
It was reported that a cadd® cadd-legacy® pca pump had an inaccurate display of medication left in cassette. Pump will say 10 percent in cassette when there is no medication left. No error displayed on pump. Patient able to successfully switch to other pump with no lapse in therapy. No patient injury.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Event log shows one 20ml boulos test may have been performed prior to device return. The customers concern regarding failed accuracy was able to be confirmed. The delivery accuracy tests found the pump to be over delivering outside the published specification. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulse. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device is displaying inaccurate data . No patient injury was reported.